Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was presented after receiving inappropriate shocks during exercising. Programming changes were made. Patient was stable and will be monitored with routine follow-up.